Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent primary breast augmentation with two 325cc mentor memorygel breast implants, suffered bilateral rupture and capsular contracture baker grade unknown on the left side post-operatively. As a result, the patient underwent bilateral removal and replacement with a 350cc mentor memorygel breast implant on the left and a 325cc mentor memorygel breast implant on the right on (B)(6) 2019. This medwatch form is for the right breast prosthesis.